Event description:
The customer reported intermittent failure to acquire a 12-lead ECG.

Manufacturer narrative:
The customer reported intermittent failure to acquire a 12-lead ECG. A philips field service engineer evaluated the unit at the customer site and confirmed the failure. Replacing the ECG leadset resolved the reported issue.